Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer programmed a bolus of 65 grams of carbohydrates and a blood glucose (bg) value of 111 (mg/dl), and reported that the customer had intended to deliver a bolus for 85 grams instead. The customer called tandem technical support to inquire if the remainder of the insulin would be accounted for if a bolus of 20 grams was entered with a bg value of 111 (mg/dl). Tandem technical support advised the customer that it would, and the customer was satisfied.